Manufacturer narrative:
Reference internal complaint (B)(4).

Event description:
It was reported by the patient maude event report (mw5075539), following an adiana procedure for permanent contraception sometime in 2013 and has been experiencing a lot of pain. She developed "rashes on her legs, cramps or sharp pains in my side, fatigue, weight gain, metal like taste in my mouth and just overall not my energetic self". It is unknown if she got them removed.